Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On 29-mar-2017, an fse conducted on-site follow-up with the customer. The fse replaced the prefilter, injection valve seal, uptake and purge check valves and readjusted the z axis sampler. The connections and tubing were verified for tightness and crimping. This returned the instrument to normal operation. The most probable cause of the reported event was due to a system blockage at the prefilter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported a failed calibration on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.